Event description:
It was reported that wanted to have their device removed. The patient reportedly thought that it worked somewhat at the beginning but that it bothered their skin near the implant sight, particularly when the patient was sleeping at night. It was noted that this was the case since implant but they thought the pain would go away and it never did. It was further reported that the patient was asked if they ever had therapeutic effect; to which they responded ¿it was kind of helping but not really¿ and it reportedly would make the patient ¿vibrate and jump.¿ it was further noted that it ¿seemed like it was helping but never did¿ and that the patient felt that they were swapping one pain for another.¿ the patient also reportedly had problems charging and keeping the device charged. It was noted that it was really hard and it would ¿die¿ on the patient and ¿take forever¿ to get back up. It was noted that it would recharge but then ¿once it would die off it was just another option that I would carry with me.¿ an attempt was made to clarify if the patient felt like something was wrong with the recharging equipment or if it was more about convenience; to which the patient responded ¿to the convenience and then after a time I really didn¿t feel like it helped me at all.¿ it was noted that the patient had not charged in two months. It was later reported that there were telemetry issues. It was noted that the patient had never had a successful recharge since implant. The patient would reportedly get 2 to 3 bars at the most and then none at all, and then the battery died. It was noted that this was back in (B)(6) 2013. It was noted that a manufacturer representative had been there for 2 hours with no luck. It was noted that the device was ¿reset ¿ 2 hours no luck.¿ it was further noted that the manufacturer representative had done a physician recharge mode and then attempted an antenna locate and at the time of the reported was stuck on the antenna locate screen. Additional information has been requested but was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID 977a260, serial# (B)(4), implanted: (B)(6) 2013, product type: lead; product ID 97754, serial# (B)(4), product type: recharger; product ID 977a260, serial# (B)(4), implanted: (B)(6) 2013, product type: lead; product ID 97740, serial# (B)(4), product type: programmer, patient; product ID 97754, serial# (B)(4), product type: recharger. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Follow up information reported that a physician mode recharge (pmr) procedure that was performed on the patient&#38112;implantable neurostimulator (ins) was unsuccessful. No other interventions or troubleshooting were planned and that the patient's ins remained in an overdischarge (od) condition. It was also reported that there were no symptoms experienced by the patient in the event.